Manufacturer narrative:
The evaluation showed, that the bolt in the upper part (backward) disengaged. The joint has play andand the stops are worn. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the torque screw is coming out. The patient did not fall.